Event description:
A user facility reported to olympus that the error "e103" occurred, the main lamp did not ignite and the device switched to the spare lamp during a procedure. The error continued, despite the end users replacing the main lamp. The intended procedure, an otorhinolaryngoscopy, was completed using the same device. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The evaluation found the main lamp did not light due to igniter failure and power unit failure. The reported problem of error error "e103" was not confirmed. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, and regarding phenomena ¿error code e103¿ and ¿spare lamp lit up¿, it was confirmed that the convertor which supplies power and the ignitor, and which lights up the main lamp, were both defective. Therefore, it was surmised that e103 was displayed because the main lamp failed to light up causing the spare lamp to light up instead. Additionally, the phenomenon ¿main lamp does not light up¿ was determined to have been caused by the faulty convertor and ignitor. The cause as to why they became defective cannot be identified. Olympus will continue to monitor field performance for this device.